Event description:
User advanced the needle to fundus of stomach to do biopsy but cannot release the needle. User retracted the needle from patient and found out the tip of needle bent. User then changed to another same device to complete the procedure. Lab evaluation: complaint device was returned and evaluated on 22-dec-2021, distal needle kink at the tip of the needle and proximal needle breakage below the sheath extender was observed. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Patient end. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Stomach. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 2r, 2l, 4r, ao, ar, 11ri, 11s. Please describe the size of the intended target site. 1x2cm. If not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure. Was the device used in a tortuous position? No. Are images of the device or procedure available? No. Was it damaged in packaging before removal? No. Was it damaged on removal from packaging? No. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer and model number that was used? Olympus. Was force required on insertion of device into scope? No. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Advancement of needle. Was difficulty experienced while retracting the needle? No. Was the syringe used during the procedure, after the stylet was removed? Yes. Was the needle able to be fully retracted before removing from the patient? Yes. Was gaining access to the targeted site difficult? Yes. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. Was needle penetration of the targeted site difficult? Yes. Was the stylet partially removed prior to advancement of needle? Yes. How many biopsies/passes were obtained with use of this needle? 1. Did any section of the device detach inside the patient? No. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. Was there difficulty in attachment / detachment of the leur to the scope? No. If the device is procore and it is kinked distally, is the kink at the notch / core trap? N/a.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 unit of echo-19 device of lot number c1843682 involved in this complaint was returned for evaluation, in its original packaging. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on (B)(6) 2021. Sheath extender able to advance and retract without any issue. Needle able to advance but unable to retract. Distal end of needle examined and distal kink observed. Needle removed from the device and proximal needle break below the sheath extender observed. "Customer confirms there is no proximal break before sending back to cook". Document review including IFU review: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 of lot number c1843682 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1843682. The notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. As advised the in the additional info the puncture of the target site was difficult this would indicate that the actual lesion was hard leading to the distal end of the needle to kink. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the (B)(6) 2022.